Event description:
It was reported that two insulin pump cartridges were leaking, with the user observing insulin around the cartridges and suspecting it originated during priming; the user also reported reusing components and previously extending infusion site wear up to six days, after which education was provided to change all supplies together every two to three days. Symptoms included none, as the user reported blood glucose remained unaffected. Outcomes included no adverse clinical effects and no medical intervention. Investigation included receipt and evaluation of a returned cartridge. Investigation of this case revealed leakage consistent with user reports; the discussion indicated that extended wear and component reuse could contribute to leakage or residual insulin during priming. It was concluded, based on previously established findings for similar reports, that user technique and extended wear of infusion components were the probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.